Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor on the battery reamer/drill device seized, was jammed, and heavy moving. It was further determined that the device was found to have debris inside due to poor cleaning; and failed the following assessments at pretest: trigger test, check the battery coupling, check the off/forward/reverse mode, change 10 times from forward to reverse at full speed, check the triggers and electronic control unit (ecu) and check power with test stand. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.